Event description:
Patient was admitted to hospital for management of unrelated urological issue. At 1 am, the telemetry monitor alarmed for arrhythmia which triggered rns to respond to the room. Rns found patient unconscious and cyanotic. There were no audible left ventricular assist device (lvad) alarms despite double power disconnect from the controller. The driveline was still connected to the controller. The power sources were reconnected to the controller during CPR; the lvad restarted. Patient was transferred to ICU with seizures status post cardiac arrest.